Event description:
In 2007, the patient reported that he had been experiencing repeated 04 (occlusion) errors on his infusion device. He stated that when he woke up at 6am his blood glucose measured 500 mg/dl and his infusion device was beeping was 04. His lips and feet were swollen, and he was disoriented and bloated. He cleared the 04 and bolused 6 units of insulin to lower his blood glucose. He then received another 04. The patient then switched to another infusion device was received an occlusion during priming. He stated that he was using the same infusion tubing that occluded on the previous infusion device. He stated the infusion tubing had been in use for more than 6 days. He was advised to change the infusion tubing every 6 days. He then changed the infusion tubing and bolused 15 units of insulin to lower his blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.